Event description:
It was reported by service report that the fowler and gatch were moving on their own. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Conclusion: alleged phantom motion could not be duplicated.